Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was experiencing pocket stimulation and can visibly see the device intermittently bouncing in the chest. The patient also mentions that the left arm moves with heart beats as well. The patient thought that a lead had fractured but lead testing found that the left ventricular (lv) lead was causing pocket stim. The lv lead was capped and not replaced. No further patient complications have been reported as a result of this event.